Event description:
The account alleged when the pt position module alarms it does not send a nurse call. No injury reported.

Manufacturer narrative:
No further info is available on the repair of the bed at this time.